Event description:
It was stated that the patient was scheduled for refill as of the date of this report but missed appointment. Healthcare provider (hcp) called patient¿s home and his wife reported that he was too sick, and that he had the flu. The pump alarm date was stated to be (B)(6) 2014 and it had 3.1ml left in reservoir as of the date of this report. A motor stall with no recovery was also reported. It was stated that the motor stall occurred on (B)(6) 2014 @ 1247, with ¿tube set message 48 hours later¿ and no recovery noted. Patient did not have any mris. Reporter reported that patient was going through withdrawal with symptoms of nausea, vomiting, diarrhea, sweating. Eri (elective replacement indicator) was approx. 30 months. Drug in the pump was hydromorphone 10mg/ml @ 7.519mg/day. It was later reported that patient had arrived at managing physician¿s office presenting with severe flu like symptoms, dizziness and headache. Alarm was heard by the patient and the pump was interrogated. Pump screen read motor stall occurred, pump stop period my exceed tube set as stated above. The nurse was then advised to get the patient in for a replacement. The surgeon was contacted and the patient went to the ER (emergency room) and was also noted to be hospitalized. Cause of the stall was not known. Patient was scheduled for surgery (B)(6) 2014 and the pump was replaced on the set date. Patient status at the time was stated as alive with no injury and outcome noted as following replacement ¿seemed to be doing well so far.¿

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly corrosion and or wear and or lubrication, stall due to shaft bearing. (B)(4)

Event description:
Additional information was received and it was reported that 9 ml of drug was pulled from the pump reservoir in the or (operating room) on the back table; the expected volume was 3.1 ml.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # unknown, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information: the pump was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.